Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Caller declined troubleshooting, requested replacement pump due to clinical concern customer continued to use the pump for insulin therapy and has a back-up plan if necessary, while they wait for replacement pump.